Event description:
Additional information indicated the patient had no concerns regarding their therapy/device.

Event description:
It was reported that the patient experienced a ''horrible gate'' and had fallen down several times. It was noted that no details about the falls were given by the patient. The patient stated that ''she was driving to the left since the surgery.'' It was noted that the patient had been adjusted twice. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v925809, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v925809, implanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
(B)(4).